Event description:
It was reported that particulate matter (pm) was observed in six hundred and six (606) exactamix vented, high-volume inlets. The pm was described as, "hair, fiber, black spots in the tube or pouch". This issue was detected during inlet inspection prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.